Event description:
Boston scientific received information that this patient was in the hospital following open heart surgery. The patient's heart rate was 130 bpm and she was informed it was pacemaker mediated tachycardia (pmt); however, there were no pmt episodes stored in the logbook. A retrograde conduction test was performed and there was not retrograde. The caller extended the post ventricular atrial refractory period (pvarp). The patient's rate increased again the following night and the boston scientific representative was contacted again. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant asked the caller if the minute ventilation (mv) sensing was programmed on and the caller was unsure. The consultant suggested checking this and to disable the mv sensor until the patient is out of the hospital as some hospital equipment can cause interference and this reaction. Additional information on this issue was emailed to the caller. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.